Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing. Additionally, other atrial fibrillation (af) events were present, and the same noisy signals were present as well. Troubleshooting of the three vectors were performed with provocative maneuvers. Myopotential noise was evident due to the movements and contraction of the pectoral muscles. It was also observed that there were variations in the signal amplitude even without postural changes. When performing provocative maneuvers with the alternative vector, myopotential noise appeared, as well as artifact present in the events, even without manipulating the device. The technical services (ts) recommend that the patient undergo a connection-enhanced x-ray as soon as possible. It was also specified that data analysis was required. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing. Additionally, other atrial fibrillation (af) events were present, and the same noisy signals were present as well. Troubleshooting of the three vectors were performed with provocative maneuvers. Myopotential noise was evident due to the movements and contraction of the pectoral muscles. It was also observed that there were variations in the signal amplitude even without postural changes. When performing provocative maneuvers with the alternative vector, myopotential noise appeared, as well as artifact present in the events, even without manipulating the device. The technical services (ts) recommend that the patient undergo a connection-enhanced x-ray as soon as possible. It was also specified that data analysis was required. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing. Additionally, other atrial fibrillation (af) events were present, and the same noisy signals were present as well. Troubleshooting of the three vectors were performed with provocative maneuvers. Myopotential noise was evident due to the movements and contraction of the pectoral muscles. It was also observed that there were variations in the signal amplitude even without postural changes. When performing provocative maneuvers with the alternative vector, myopotential noise appeared, as well as artifact present in the events, even without manipulating the device. The technical services (ts) recommend that the patient undergo a connection-enhanced x-ray as soon as possible. It was also specified that data analysis was required. This electrode remains in service. No adverse patient effects were reported.